Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with serial number (B)(6) exhibited an unresponsive touchscreen that prevented unlocking, despite adequate charge and attempted recovery by placing the device on a charging pad, and a replacement was arranged; subsequent tracking indicated delivery, but the patient believed it was misdelivered although the address on file was verified. Symptoms included no adverse clinical effects, and the patient¿s blood glucose was reported at 133 mg/dl. Outcomes included no alerts or alarms, no hypoglycemia or hyperglycemia, and no medical intervention or hospitalization. Investigation included remote troubleshooting and education, verification of shipping information, and shipment tracking review. Investigation of this case revealed a device performance issue consistent with a nonfunctional user interface component, with no evidence of impact to therapy delivery or glucose control. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.